Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection using multiple daily injections (mdi) to address bg. A replacement pump was arranged to be sent to the customer, who will use mdi in the meantime.